Manufacturer narrative:
Failed IV set was not captured and not returned to the manufacturer for evaluation. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016.

Event description:
The customer reported a leaking issue with the IV set. No patient injury or harm was involved in this case.